Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked at the port where the "venoclysis equipment is installed". This was observed during preparation, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between december 19-20, 2023. H11: the device was received for evaluation. The reported issue of leakage was not identified during the visual inspection of the returned sample. Functional testing of sample was performed, and leaks were identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be verified; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.